Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that after the balloon inflation was completed, an attempt was made to deflate the balloon; however, it could not be deflated. The syringe was exchanged to a larger one (20 cc), but the balloon did not deflate easily. The balloon catheter was retracted with the balloon still inflated, but only slightly deflated. The balloon completely deflated during the withdrawal and the device was successfully removed from the patient. There was no reported patient injury and the current patient's outcome was reported to be "no health damage."

Manufacturer narrative:
Upon observation, there was a hole in both the balloon and catheter, which likely occurred when the physician pulled out the device. The polyimide ring was intact. It was attempted to flush the catheter, but it had dried contrast in the hub. The balloon could not be inflated due to the hole seen in both the balloon and the catheter/ the investigation of the returned scepter balloon found the balloon to be ruptured. Due to this condition, the balloon could not be inflated to test for the inability to deflate as described in the complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.